Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl (900 mcg/ml) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was not experiencing adequate relief from the pump. Upon evaluation, the physician identified that the anchor was not connected. Initially, the physician planned to perform a full catheter replacement but later decided to proceed with a partial catheter revision instead. During the procedure, the intrathecal/spinal portion of the catheter broke at the point where it was connected to the anchor. The physician attached a new spinal segment of catheter to the existing portion of the catheter that was still connected to the pump and abandoned the existing spinal segment of the catheter.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2014: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: (B)(6) 2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.